Event description:
The following descriptions of the event were provided by the distributor in (B)(6) . "Delaminating screen liquid looking spots on the front of the screen lower right corner". "The patient was doing fine on this vent, they only discovered that the screen was non responsive when they tried to lower the fio2 setting. This vent was then replaced with one of their other vents for inspection".

Manufacturer narrative:
Neither the foreign user facility nor the foreign distributor submitted a user facility/importer report to the MFR. Event codes were derived based on the info provided by the foreign distributor. (B)(4). The foreign distributor determined that the most likely cause of the reported event was a malfunctioning front panel assembly. The foreign distributor was shipped a replacement front panel assembly to repair the device and return it to service. Carefusion issued a return goods authorization (rga) number to the foreign distributor for the return of the alleged faulty front panel assembly for evaluation. As of the 01/10/2015 the alleged faulty front panel assembly has not been received. Should the alleged faulty front panel assembly be received and evaluated, a f/u medwatch report will be submitted.

Manufacturer narrative:
Failure analysis: examined vela front panel pn: 16558, rev. B, sn: (B)(4) and found that the touch screen is functioning erratically and will not go into touch screen calibration mode. The front panel was installed into a known good vela test ventilator and evaluated. The original touch screen, while still physically bolted in place, was unplugged from the original front panel assembly. Then a known good test touch screen was plugged into the original front panel assembly. This made it possible to place the unit into the svt touch screen calibration mode. Once the unit was in the svt touch screen calibration mode the known good test touch screen was unplugged from the original front panel assembly and the original touch screen was plugged back into the original front panel. With this done, the original touch screen was then calibrated and is now functioning normally. The front panel was then tested per the vela ventilator service manual pn: l2859-101 sec 7.1 user verification test (uvt) function test, 7.1.1 lamp test, 7.1.2 switch test, 7.1.3 alarm test, 7.1.4 brightness test and sec 7.2 performance test, 7.2.6 svt touch screen calibration. Finding/root-cause: duplicate, the screen was non responsive, complaint allegation. Could not duplicate, liquid spots or visible patches of what looks like fluid, complaint allegation.